Event description:
It was reported that the patient's ipg became inoperable due to not recharging as recommended. As a result, the patient underwent surgical intervention during which the system was explanted and replaced with another manufacturer's device. No further information is available.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.